Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the (B)(6) of hypoglycemia, the nurse accidentally poking a hole in the pd (peritoneal dialysis) catheter, and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012 (B)(4) spoke with the peritoneal dialysis nurse (pdrn) to clarify the event of peritonitis and hole in catheter issue. The (pdrn) explained the patient was hospitalized for unrelated issues. During the patient's hospitalization it was not clear if the patient had a peritonitis prior to or following the event of the rn accidentally putting a hole in the (pd) catheter while attempting to get fibrin out of the line. No further information received.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. The devices involved in the incident were unknown; brand name, manufacture and 510k is unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.